Manufacturer narrative:
The customer¿s report that several keys of the keypad were not working and needed to be replaced was confirmed on the returned keypad. Test results identified certain keys on the returned keypad were not functioning. An internal inspection was performed on the returned keypad. The layer of the front case was removed and inspected for anomalies. The keypad was observed with trace damage of cracks on the flex cable which were associated to certain keys. The proximate cause of the customer¿s report that several keys of the keypad were not working and needed to be replaced is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Review of the pcu module (B)(4) service history record showed the device had a manufacture date of 11/09/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/26/2020 and indicated that this device has not been returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the several keys of the keypad were not working and needed to be replaced. There was no patient involvement.